Event description:
This is a spontaneous report about a patient who suffered pain over an unexpected long time (5 days) after application of adept. This report was received by baxter foreign country from a doctor on 14-nov-2008. Adept was used during a surgery the month prior, in order to divide adhesions. Afterwards the patient suffered from the same month until the following month from severe flatulence and abdominal pain. As a result, extended hospitalization was necessary, and analgesic treatment was applied. The patient fully recovered.

Manufacturer narrative:
Baxter medical assesment: severe meteorism is not an expected, known reaction pattern to adept. Although adept may cause abdominal pain, the more probable cause has been the postoperative meteorism. A causal relationship of the abdominal pain to the administration of adept cannot be fully excluded.